Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered multiple air detected in cassette messages during fill 4 of 4 of pd treatment. The patient¿s caregiver discovered a fluid leak inside of the cassette door of the cycler on the cassette and in the pump module area after cancelling the pd treatment. The leak was discovered when the caregiver removed the cycler set cassette from the cycler. The caregiver was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered multiple air detected in cassette messages during fill 4 of 4 of pd treatment. The patient¿s caregiver discovered a fluid leak inside of the cassette door of the cycler on the cassette and in the pump module area after cancelling the pd treatment. The leak was discovered when the caregiver removed the cycler set cassette from the cycler. The caregiver was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer. The lot number was reported as 21ar08135, with expiration date: 05/31/2024, however upon a search performed in the product database it was determined to be an invalid lot number.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. No information was found that any product with the catalog number 050-87216 was delivered to the customer. No product will be returned from the distribution center to be analyzed. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered multiple air detected in cassette messages during fill 4 of 4 of pd treatment. The patient¿s caregiver discovered a fluid leak inside of the cassette door of the cycler on the cassette and in the pump module area after cancelling the pd treatment. The leak was discovered when the caregiver removed the cycler set cassette from the cycler. The caregiver was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the pdrn reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.